Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to halos and glare. The patient is doing okay. The product has been discarded. No further information is available.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022 - (B)(6) 2022. Explant date: if explanted; give date: unknown/not provided. Initial reporter name and address: email address: unknown/not provided. Device evaluated by MFR: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Surgeon requested no further follow-up and indicated that no further information is available. Therefore, no further attempts were made to contact the account to obtain the missing information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.